Manufacturer narrative:
(B)(4). This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2015 due to pain and high ions levels of co and cr was performed a revision surgery with substitution of the head and of the insert.

Manufacturer narrative:
Correction: it has been determined that his product was reported in error. Therefore, we are rejecting this report.